Event description:
As reported, approximately 2 years post op the initial left tka, this 53 y/o female patient was revised due to a loose femur. Patient complained of pain. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-012-60-1425, 5889727 - logic stem ext 14mm x 25mm; 02-022-35-4009, 5207846 - truliant tib imp ps insert sz 4 9mm; 02-022-45-4030, 6408554 - truliant tib fit tray cem sz 4f / 3t; 02-029-99-1001, 360341 - fluted headless pin 3.0" square head; 200-07-32, 6504926 - advanced patella 32mm 3 peg implant; 204-70-00, 6490213 - tibial stem ext. Screw.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation.